Event description:
Pt's testicles have been stuck in between the panels of the shower bench the pt used twice in the past. The last episode was a month ago when the pt tried to have their bath and slid from their wheelchair to the shower bench. One of the testicles (the right) was stuck between the panels and it gave the pt a little bit of pain in an attempt to free it pt was helped by somebody in the house. Pt had an accident seven years ago and they are paralyzed from the chest down. Pt is confined to a wheelchair.